Manufacturer narrative:
(B)(4). Report source: foreign-europe: (B)(6). Item# 00430000606, lot# unknown, modular humeral stem 6 mm stem diameter 60 mm stem length. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02526. Product not returned.

Event description:
It was reported that the patient underwent an initial procedure. Subsequently, the patient underwent a revision of the hemi arthroplasty on an unknown date due to unknown reason.